Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low, out of range, high voltage lead impedance in the svc to can vector. Noise was also visible on the egm while using the svc coil. The svc coil was programmed off and the lead remains implanted. No further issues have been reported and the patient will be followed routinely. There were no adverse consequences to the patient.